Event description:
It was reported that patient had two personal therapy managers (ptms); a new one was given to the patient at the time of her last pump replacement. The patient had not used the newest one until recently. It was added that now both the ptms were giving the patient trouble. A communication error was noted when the newer ptm was used, but this resolved when the interrogation was attempted again. After reading the pump, the ptm indicated an incorrect refill date of (B)(6) 2011. The patient was given a lockout of 10 hours and 15 minutes. The patient was allowed to get 4 boluses a day and 1 bolus every 4 hours. The older ptm was showing a splash screen and was shutting off at unexpected times. This issue was resolved by changing out the batteries in the ptm. When the pump was interrogated with this ptm, the lockout information was unable to be found. There were no patient symptoms. The drugs delivered via the pump were morphine and baclofen.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8835, serial# unknown, product type programmer, patient; product ID 8835, serial# unknown, product type programmer, patient. (B)(4).